Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, hardware low level failures confirmed in the pump history due to broken trace at pin6, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hardware low level failures alarm was reoccurred. The customer¿s blood glucose was 241 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.